Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified weight of the device within specification, voids, creases(fold) and deformation of the device. Cloudiness and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The reason for reoperation was capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device was explanted.